Manufacturer narrative:
Investigation: batch history analysis was performed, quality notifications and maintenance records were verified where no records potentially related to failure were found. The available images were analyzed and it was not possible to observe the reported incident. Retention samples were also evaluated for the evolved lot and no quality deviation was identified. Thus, based on the evidence from the photo, it is not possible to confirm the occurrence of damaged material.

Event description:
It was reported that the needle 18ga 1in blunt fill sla "ruptured" while connecting to the antibiotic vial for aspiration. This resulted in part of the needle falling into the vial, and the other part remaining in the syringe. This occurred on 4 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "when connecting the needle to the antibiotic vial for aspiration, a needle rupture occurred at the syringe connector part (red part). It resulted that the needle part was in the antibiotic bottle and the red part in the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 18ga 1in blunt fill sla "ruptured" while connecting to the antibiotic vial for aspiration. This resulted in part of the needle falling into the vial, and the other part remaining in the syringe. This occurred on 4 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "when connecting the needle to the antibiotic vial for aspiration, a needle rupture occurred at the syringe connector part (red part). It resulted that the needle part was in the antibiotic bottle and the red part in the syringe."